Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012. During the procedure, there was insufficient drive to the disposable. The procedure was completed with this device and there were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.